Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a tavr via cutdown of the carotid was attempted. Resistance was experienced as the 29mm commander delivery system was advanced to the ostial carotid. The decision was made to remove the entire system. The devices were removed as a unit. An aortogram was performed and revealed a dissection in the distal carotid. The vascular surgeon was able to stent the dissection without issue. They placed a patch at the arteriotomy and were not satisfied with how it looked, so they placed a tube graft end-to-end. Closure of the cutdown was then completed. The tavr was aborted, and the patient was discharged the following day.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The commander delivery system was returned to edwards lifesciences for evaluation. Visual evaluation of the device revealed the following: the delivery system was returned fully inserted through the 16fr esheath+, delivery system was removed from the sheath and minor flex tip gouges were observed. Due to the nature of the event, no applicable functional or dimensional testing was able to be performed. Imagery was provided for review and the following was observed: tortuosity, calcification, and undersized access vessels were present within the patient's carotid arteries and ascending aorta. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The inability for the delivery system to track through the patient anatomy was unable to be confirmed. Edwards has provided guidelines and instructions to physicians on visualization, assessment, and preservation of the vasculature, adequate preparation of the vasculature, the optional use of predilitation of the target valve, and proper use of flexion while performing navigation through the anatomy in the IFU and training materials/refresher training. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis. Patient factors such as calcification, tortuosity, small vessel size, or pre-existing vascular stent may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. Proper use of the guidewire is important as it serves to guide the delivery system during tracking and crossing of the anatomy. As such, poor guidewire positioning and/or loss of guidewire placement may cause the delivery system to interact with patient anatomy, leading to difficulty tracking/crossing. Additionally, navigating over a kinked guidewire or incorrectly sized guidewire may cause resistance between the guidewire and guidewire lumen, leading to difficulty tracking/crossing. Finally, excessive manipulation of the flex wheel may cause misalignment between components of the flex assembly within the delivery system handle, damaging the components and causing resistance or inability to fully flex the delivery system, leading to difficulty crossing the aortic arch and/or native annulus/bioprosthesis. In this case, investigation results suggest/indicate patient factors (calcification, tortuosity, small vessel size) may have caused or contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference related manufacturer report no.: 2015691202317224.